Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse reported that the customer was currently hospitalized due to a high blood glucose level and diabetic ketoacidosis. Blood glucose level was 766 mg/dl at the time of admission. Customer was wearing the insulin pump at the time of hospitalization. No further information was provided.